Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was able to confirm the customer failure and identified: fault on transducer receptacle causing the standard button to activate high; new transducer receptacle required for repair; and unable to fault for power does not switch off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the shockpulse lithotripsy system does not turn off. The issue was observed during preparation for use. There was no report of patient harm.